Event description:
The customer reported that the ventilator was alarming with battery failure. The customer reports both battery and charge circuit measure zero (0vdc). The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 15aug2018. This unit was replaced and returned to philips. Failure analysis on the unit revealed that physical damage resulted in battery pin damage to the connector. The battery connector was removed from the ventilator and visual inspected and found the connector piece broken off.